Manufacturer narrative:
The customer reported complaint of the loose connection of the autopulse lifeband was confirmed during the functional testing. The investigation findings revealed a worn autopulse platform channel die-cast as a result of wear and tear. The returned autopulse platform was manufactured in june 2011 and it is nearly 9 years old, well beyond its expected serviceable life of 5 years. The channel die-cast assembly needs a replacement to remedy the reported complaint. The customer reported complaint for the platform displayed an error message user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) was not confirmed during the functional testing, however, the platform failed with user advisory (ua) 20 (position out of range) and it is related to the user advisory (ua) 45 error. User advisory (ua) 20 error message was due to the encoder drive shaft not being within the normally acceptable range of positions. Typically, if the user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message is not resolved properly, it leads to user advisory (ua) 20 because the drive shaft is not restored at the home position. To remedy the issue, the driveshaft was rotated back to the home position. The customer reported complaint for the platform displayed an error message user advisory (ua) 02 (compression tracking error) was not confirmed during the functional testing. However, the platform failed the load cell characterization test due to the damaged load cell as a result of user mishandling. The failed load cell likely caused user advisory (ua) 02 error message, thus confirming the customer reported complaint. Additionally, the customer reported complaint for the platform displayed an error message user advisory (ua) 16 (timeout moving to take-up position) was confirmed during the functional testing. The root cause was due to the defective drive train, as a result of normal wear and tear of the platform. The drive train needs a replacement to remedy the fault. Unable to download and review the autopulse platform archive most likely due to the defective pca board as a result of normal wear and tear. The pca board required a replacement to resolve the issue. Visual inspection was performed and unrelated to the reported complaint, found missing battery lock due to user mishandling and encoder drive shaft does not rotate smoothly, exhibits binding and resistance likely due to normal wear and tear for the life of the device. The platform needs a replacement battery lock and the sticky clutch plate to be deburred to address the issue. Upon customer approval, the defective components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During the shift check, the loose connection of the autopulse lifeband was noted and the platform displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart), user advisory (ua) 02 (compression tracking error) and user advisory (ua) 16 (timeout moving to take-up position) error message. The platform was rebooted by the user, however, the error messages were unable to be cleared. No patient involvement.